Manufacturer narrative:
(B)(4). Mailed MDR initial to FDA, emailed to (B)(6). File attached. (B)(4).

Event description:
The customer reported the battery cannot boot up. There was no report of pt involvement.